Manufacturer narrative:
This supplemental report is being submitted to provide additional information in b5. According to the customer, the reported event only happened twice and has been captured and processed and are linked with the following patient identifiers: (B)(6) & (B)(6). B1 & h1 should not be marked at all.

Event description:
It was additionally reported by the customer that the reported device issue only occurred twice and were previously reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's distal cap fell off into the patient. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.